Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that after drilling the glenoid during a latarjet surgery, it was discovered that the drill broke. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery. Update cmackenbach 2-sep further information was provded that bits of the drill are left in the patient. A picture of an x-ray of the patient was provided (see attachments in case). No further surgeries are scheduled to remove the broken parts.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-7000-14, drill, batch 022327, was received for investigation. Upon visual inspection, it was noted that the tip was broken. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misaligned insertion and/or prying and leveraging the device with excessive force. Refer to investigation photos. Complaint allegation is confirmed.